Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07868. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that implantation patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent revision of mid-urethral sling on (B)(6) 2010 due to pelvic pain and mesh exposure. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced malodorous vaginal discharge, mild dysuria, incomplete emptying of urine, urinary tract infection, and slow urinary stream.

Event description:
It was reported that following insertion the patient experienced malodorous vaginal discharge, mild dysuria, incomplete emptying of urine, dysuria, urinary tract infection, and slow urinary stream.

Manufacturer narrative:
It was reported that patient underwent anterior colporrhaphy with dermal allograft, a sling, subtotal abdominal hysterectomy, enterocele repair and a mesh sacrocervicopexy to treat stress incontinence, cystocele, intrauterine prolapse, menorrhagia and dysmenorrhea. No other details provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with a hysterectomy, due to stress urinary incontinence, cystocele, and intrauterine prolapse. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent exploratory laparotomy; revision of mesh on (B)(6) 2010 for pelvic pain and mesh exposure. (B)(4).